Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred. The case was completed with cryo. The pnp recovery status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 19 applications were performed with balloon catheter, afapro28 with lot number 80392, without any issue on the date of the event. In conclusion, a clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.